Event description:
It was reported that an avs tl inserter would not hold the cage intra-operatively. Surgery was successfully completed with another inserter and no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that an avs tl inserter would not hold the cage intra-operatively. Surgery was successfully completed with another inserter and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: one of the four prongs at the tip fractured off. The inserter is no longer functional with fractured tip. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per the surgical technique, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. While rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery and after sterilization. The cause of the reported event is normal wear due to device age (11 years). Factors such as consistent use of the instrument throughout its lifetime, cleaning and sterilization may have caused fatigue of the device tip.

Manufacturer narrative:
Lot# has been populated in d.4.

Event description:
It was reported that an avs tl inserter would not hold the cage intra-operatively. Surgery was successfully completed with another inserter and no delay. No adverse consequences or medical intervention were reported.